Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer filled multiple cartridges with 300 units and each "were not accepted". A follow up with the customer on 08/28/2017 confirmed that the customer was able to get a cartridge onto the pump and the customer reported that the blood glucose (bg) level lowered to approximately 250 mg/dl. The customer declined troubleshooting with tandem's technical support.